Manufacturer narrative:
Additional information was received that the physician does not believed it has anything to do with the stimulator. No medical intervention was given.

Event description:
A report was received that the patient was experiencing high extreme overstimulation on his head/neck down to the spinal cord followed by a loss of leg/motor function.

Event description:
A report was received that the patient was experiencing high extreme overstimulation on his head/neck down to the spinal cord followed by a loss of leg/motor function.